Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the patient experienced some dizziness during the autocapture test and some discomfort and shortness of breath during deep inhalation. Both x-ray and echocardiogram imaging were performed and there was some fluid noted on the right atrium due to a perforation to this chamber. A revision procedure to stitch the right atrium was performed and the patient was in stable condition following the procedure.

Event description:
During an in-clinic follow-up, the patient experienced some dizziness during the autocapture test and some discomfort and shortness of breath during deep inhalation. An echocardiogram results found fluid around the right ventricle and the right atrium was perforated. The patient was transferred to the hospital where a sternotomy was performed to repair the right atrium. The lead remain implanted. The patient recovered in the intensive care unit and was stable upon discharge